Event description:
Pt was ordered a milrinone drip to run at 0.3 mcg/kg/min for renal perfusion. The pump rate was set at 126 ml/hour. 82.9 ml were infused in approx 40 minutes. The pt expired shortly thereafter.